Manufacturer narrative:
Other applicable components are: product ID 37761 lot# serial# (B)(4). Implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome and spinal pain. It was reported that the desktop charger connector pins were broken and stuck in the recharger. A loss of therapy was reported. The caller stated they thought the ins battery was discharged. Caller stated stimulation was off and they could not turn it on. When the patient synced with the patient programmer the programmer showed low ins battery. Caller reported they saw a charge neurostimulator battery now warning message. It was recommended that the patient charge their ins. It was reviewed that when the ins charge level gets too low therapy would turn off. The patient was unable to charge due to the broken connector pin. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.